Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the unit was sent in for preventative maintenance where it was found that the motor speed was low and the calibration was out at the 0, 10, 20, and 30 readings. The motor, handpiece switch, bearing pack, seal, and reciprocating arm were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this device was returned for annual calibration and maintenance only. Evaluation later determined that the motor speed was low. No adverse events were reported as a result of this malfunction.